Manufacturer narrative:
No device deficiency reported. The cause of the tamponade was not conclusively determined but likely involved the manufacturer's device. Cardiac perforation is a known adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, cardiac tamponade occurred while ablating the left superior pulmonary vein. After verification of the tamponade with ultrasound, pericardiocentesis was performed followed by cardiac surgery.